Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material may have been antifriction material leaking from water leakage point of biopsy channel, or foreign material may have remained in channel since reprocessing was not completed due to water leakage of the subject device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: leaking on various parts of the device; angulation out of specification; the play in the control knob is loose; scratches on various parts of the device; glue peeling on object lens, and other parts of the device; insertion tube out of specification, and light guide corrosion at connector side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while reprocessing the evis exera iii colonovideoscope, foreign material was coming from the air/water nozzle. There was no report of patient harm associated with this event.